Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose due to possible malfunction of the insulin pump. The customer mentioned that she never received a carelink usb, but she had a bayer nextlink glucose meter and call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.